Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the right ventricular (rv) lead was explanted. Reportedly, at the previous check, there was a lot of noise in the ventricular lead and many ventricular tachycardia episodes remained. Additional information received indicates that there was a lot of noise observed on ventricular side. The physician believes that the cause of the noise is an incomplete fracture that was observed five years after the implant. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.